Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant is unknown. Currently, it was reported that the proximal neck diameter is 28mm right below the renal arteries and 29mm in diameter above the aneurysm entry. During a routine follow up a CT revealed a type iii endoleak (separation) due to disease progression. The physician performed an intervention were an endurant ii cuff 32x32x70 was implanted and the endoleak was resolved. No clinical sequelae were reported and the patient is doing fine. A review of returned films show an aneurx aortic cuff and bifurcated stent graft. The aortic cuff is separated from the bifurcated stent graft and there is a junctional type iii endoleak present. An endurant cuff was implanted and resolved the endoleak.

Manufacturer narrative:
(B)(4). Evaluation method: films. Evaluation results: inherent risk of procedure (stent graft migration, endoleak). Patient's condition affected effectiveness of device (disease progression; neck dilatation). Evaluation conclusion: inherent risk of a procedure (stent graft migration, endoleak). Device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).